Manufacturer narrative:
On 3/15/2021, the mentor failure analysis lab has received the device for evaluation. On 3/21/2021, mentor conducted visual inspection. Visual analysis of the returned sample revealed that the sm hps dv 560cc breast implant had a tear within a crease/fold on the posterior view measuring approximately 0.5 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. A second product was received 5766758 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: a chest injury and deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round high profile 560cc and suffered from a chest injury and deflation on the right breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 550cc on (B)(6) 2021.